Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: study: stryker pegasus subject: (B)(6). X-rays taken on (B)(6) 2024 show anterior displacement of the distal femoral rod with suggests proximal osseous collapse due to tumor burden. Open reduction internal fixation with lateral plate and screws overlapping the gamma 4 implant."